Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
The patient reported a discomfort level of 5/10 in chest at his month follow up after a superdimension enb procedure.